Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next ez meter.

Manufacturer narrative:
As per the initial report, the meter involved in the event occurrence was a contour meter with serial # (B)(6). However, based on the clarification received, the meter involved in the event was a contour next ez meter with serial # (B)(6). Sections b5, d1 (brand name), d4 (model #, serial #, and UDI), g5 (510(k) number), and h4 (device manufacture date) have been updated to reflect the correct information. The customer returned the suspected contour next ez meter for evaluation. The meter switched on as expected. The readings were downloaded to the glucofacts deluxe version 3.12.0 and 480 readings were transferred, which was indicative of meter's memory successfully storing the readings to its full capacity. The customer service mode was run through and no anomalies were found. Control tests were run using the returned meter with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory.